Event description:
The customer stated a cell-dyn ruby analyzer generated a falsely depressed hemoglobin result for one dialysis patient. The customer indicated the cell-dyn ruby analyzer generated a hemoglobin result, from the initial patient specimen, of 7.82 g/dl. The patient was redrawn and the cell-dyn ruby analyzer generated a hemoglobin result of 8.4 g/dl. The falsely depressed hemoglobin result was reported out of the laboratory. The customer did specify that at 8.0 g/dl a transfusion decision is made. The patient did not receive a transfusion based on the reported result of 7.82 g/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4): low test results.

Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, search for similar complaints, and a review of labeling. A complaint review did not identify an adverse trend or product issue related to the customer's issue of a falsely depressed hemoglobin result generated while using the cell-dyn ruby analyzer. Labeling was reviewed and found to be adequate. The customer was referred to the cell-dyn ruby system operators manual under appendix b in regards to spurious results due to heparin administration. Based on the available information a deficiency of the cell-dyn ruby analyzer was not identified.